Event description:
It was reported by service report that the touch screen function was intermittent. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Footboard connection and display.